Event description:
In 2002, the patient reportedly experienced sound percept problems. The patient was seen at the center. External equipment was exchanged and the problem was resolved. The center continued to monitor the patient. The next month the patient was seen by a company representative. The patient was hearing fine while using their sound processor. A tympanogram confirmed pressure in the implant ear. Programming adjustments were made. Testing revealed current spread throughout the electrode array. Since the patient had a cold and ear infection, it was decided to wait until patient's infections had resolved and then retest. The patient continued to be monitored by the center. One month later the patient had a CT scan which showed soft tissue growth along the electrode array as well as in the middle ear. One month later the patient had surgery to remove the cholesteatoma. The cholesteatoma was removed without disrupting the electrode array. The device remains implanted. The patient continues to be monitored by the center.